Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. Additionally, the surgeon reports that he does not recognize this event as a complaint. It is assumed based on this comment that the surgeon may have felt the devices contributed to this event. Based on the available information, a definitive root cause for the surface wear and femoral component loosening can not be ascertained at this time. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the devices were implanted in 2004 and that the patient was revised on an unknown date due to wear of the articular surface and loosening of the femoral component.